Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. The customer's blood glucose level was 1000 mg/dl. Customer reported that they went to the emergency room (ER) on (B)(6) 2022 for 24 hours and were subsequently hospitalized for an undetermined amount of time. The customer received IV and fluids of saline and insulin to address the bg. The customer mentioned they had high ketones, and their doctor identified the ketone level as dangerous or life threatening, however the event did not cause any injury. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.